Manufacturer narrative:
August 10, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2009. Upon a follow-up performed on (B)(6) 2010, the following points were observed: noise sensing episodes were recorded in holter memories (inappropriate classification of vf episodes), suggesting myopotentials oversensing. No inappropriate therapy was delivered because these episodes were not sustained. Some statistics displayed were not consistent (e.g. Autosensing histograms ...) Very likely because of a programmer date/time issue. The ventricular pacing threshold is increasing over time (from 0.75v post implant to 4.5v on (B)(6) 2010). A perforation issue is not excluded. Review of the files did not confirm the threshold issue because of missing logfiles and real time data files (.dtr). Measurement values stored in statistics (dated (B)(6) 2010) show normal values for pacing thresholds and lead impedances. Recommendations were provided to perform usual provocative maneuvers to try to reproduce the oversensing phenomenon and to perform an x-ray to rule out any perforation issue.